Event description:
It was reported that the customer had an unexplained high blood glucose level of 522 mg/dl. Customer treated with the pump after a set change. Customer stated that her blood glucose level did not come down when she changed her site. Customer stated that her blood glucose level went down when she did a complete set change. Customer was offered troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.